Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to set ipg to MRI mode and experienced ineffective therapy, patients leads has high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads was explanted and replaced to address the issue.